Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was no longer able to hear even with new external equipment. The pt's mother mentioned that her daughter was involved in frequent brawls, but not that the pt had received a blow to her head. Testing on (B)(6) 2004, confirmed that the device had malfunctioned.